Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that at the regular clinic visit, the alarm sounds failed during the self-test of the epc.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the alarm sounds failing during self test was not able to be confirmed. The system controller serial number (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. All visual and audio signals were verified during the test. Further tests performed verified that the sounds coming from each transducer were within the specification. The system controller was operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained events recorded from the time stamp of day 813, 6 hours and 38 minutes to day 819, 0 hours and 2 minutes where multiple low voltage advisory and power cable disconnect alarms were recorded. The power cable disconnect alarms appeared routine alarms associated with power source exchanges. The multiple low voltage advisory appeared intermittent alarms while the controller was connected to 14v batteries and may suggest a possible connection issue between the batteries and the battery clips. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook and operating manual cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Performing a system controller self test and system controller warning lights and sounds are described in patient handbook. No further information was provided. The manufacturer is closing the file on this event.